Manufacturer narrative:
(B)(4). Results of fsr onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the blended gas pressure pcb and gas delivery engine (gde). After being repaired, the device passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory (fa lab) received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to contaminant residue from fluid ingress that was observed on the transducer pressure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator went inop with several blended gas errors in the event log when it was being pretested for use. The customer advised there was no patient involvement associated with this event